Event description:
The heater probe unit (hpu) is a medical device used for applying heat (joules) to bleeding vessels endoscopically to provide hemostasis. The hpu has a high rate of air lock occurrence in the pump, requiring the machine to be primed manually so that the unit will function. This tendency for failure is not covered in the owner's manual. The problem is that this device is used during emergency endoscopy procedure, not on a daily basis. When the system has an "air lock," it will not work which will prevent treatment of gi bleeding by noninvasive measures. Without instructions in the owner's manual on how to troubleshoot this "air lock" problem, it could cause a change in the pt's treatment plan.